Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe would not cut during aspiration of a combined cataract and vitrectomy procedure. The surgery was completed with no harm to the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
The finished goods consumable was manufactured with five component vitrectomy probe lots. A device history record review for each of the five lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. Four lots had no anomalies found based on the device history record reviews. A complaint lot history examination indicates there was one other complaint for the reported issue. One vitrectomy probe was returned and visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. Black foreign material exited the port and the cutter did not close completely.. An aspiration test was performed and deemed conforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20-30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance when removing the inner cutter from the needle. Wear marks were present at the bend area. The actuation test was performed again after the probe was disassembled and the actuation test was deemed conforming. The complaint evaluation does not confirm the probe had a cut performance issue. The cut test met specification. The probe did have an actuation issue during its evaluation, but the probe actuation performed acceptable for the customer due to the fact that the probe was used in surgery for approximately 20 to 30 minutes. Foreign material, from its surgical use, does appear to be the reason for the initial actuation failure. The probe did pass actuation testing after being disassembled, which would have removed any factors from being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that this probe had experienced a use greater than this typical timeframe. The probe while meeting its cut specification may have started to become worn and did not perform quit as good as during the beginning of the surgery. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. (B)(4).